Event description:
It was reported that the stent separated during clot retrieval and remained in the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent was implanted in the patient and the pushwire was discarded. (B)(4).